Event description:
It was reported the device indicates "defib charge failed" error code on power up. No patient involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The cause of the failure is due to a cracked solder joint causing an open circuit condition on the defib circuit board. Replacement of the circuit board resolved the issue. Upon completion of repair and passing all release testing, the device was returned to the customer.